Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Additional information was provided that the device was later explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded intermittent out of range atrial impedances. Technical services (ts) discussed several troubleshooting options. It was noted that there was no noise and all other lead measurements appeared normal. It was questioned if the device could be affected by any advisories. Ts discussed the subpectoral implant 2009 ((B)(6) 2009) and noted that the device was not implanted subpectorally so not part of the advisory. The patient was brought in to their clinic and the out of range impedances could not be reproduced. The patient would continue to be monitored. To date, there have been no reported adverse patient effects related to this clinical observation.